Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The probe wash block on the lh500 instrument was stuck half way down the probe and leaked several drops (< 0.2cc). The instrument was performing start-up when the leak was identified. No patient samples were being tested. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the problem with a bent blood sampling valve (bsv) probe and found the probe rinse cup cylinder (cl3) broken. He replaced the bsv and cylinder. Failure mode was identified: probe rinse cup cylinder (cl3) was broken and probe was bent. No erroneous results were generated in connection with the reported event. Upon recur, the failure modes identified (cl3) will likely cause erroneous results for all parameters due to carryover from improper washing of the probe. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).